Event description:
The pump was returned for investigation. Investigation revealed keypad button contact contamination, a dim and discolored display screen, and two battery compartment cracks. This report is made based on results of the investigation performed on 07/14/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the keypad was found to be torn. Evaluation revealed the keypad buttons were appropriately responsive. There was evidence of keypad contamination found under the up and contrast key contacts. Investigation revealed the display screen was dim and discolored. Two battery compartment cracks were observed. (B)(6).